Event description:
It was reported that during a laparoscopic nephrectomy, the surgeon went to fire device over renal vein. Clamped down on vein then repositioned device. There was some oozing. Fired device across renal vein. Misformed staples occurred over renal vein. Converted to open to complete procedure. Device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information has been requested.